Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the right ventricular lead exhibited high capture thresholds. After repeated position changes it was decided to remove and replace the lead. The patient was in recovering condition.

Manufacturer narrative:
Correction: lead was not implanted, no implant date.

Manufacturer narrative:
The reported event of high capture threshold was confirmed. As received, a complete lead was returned in one piece with the helix fully extended and clogged blood/tissue. X-ray examination of the lead found the inner coil was over torqued in the connector region consistent with the procedural damage. Electrical testing did not find any conductor fracture but an internal shorting between conductors was noted. The cause of the reported event was isolated to the inner coil over torqued in the connector region.